Event description:
Needle broke off in stomach after injection. Customer went to his doctor and doctor was able to remove needle. He received tetanus shot and is given antibiotics.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded two other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.